Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, moderate-severe paravalvular leak (pvl) was reported. A post implant balloon aortic valvuloplasty (bav) was performed with a 23 mm non-medtronic balloon which did not resolve the pvl. Subsequently, a second valve was implanted slightly higher than the first and a post implant bav was performed, using the same balloon, reducing the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.